Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary =according to the information received, it was reported that during an unknown procedure, the metal on the back of the tip of the electrode peeled off when the surgeon was using the electrode for a while with the suction clogged up. The nearly detached piece of metal from the device was grabbed with forceps and removed from the patient's body. It was confirmed by x-rays that no metal fragments were left in the body. The device was received and evaluated in juarez laboratory. Visual inspection revealed that the piece of metal behind the tip is not attached. The piece was not returned. The cable is in good condition as well as the connector and pins. Finally, suction tube shows saline residues. The device was sent to supplier for further evaluation. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device has not been returned in its original packaging. The device active tip is in a used condition. The cut return cap has become detached from the ceramic. The cut return cap has not been returned for evaluation. Also, the cut return wire is kinked and no visible signs that shaft had experienced excess loads. The suction test was performed to assess the customers comment of the suction being clogged. The testing confirmed the device suction was blocked. The blockage was at the distal end of the device and caused by tissue debris. A DHR review has been performed for lot u2102054; no issues (ncr¿s or deviations) with the manufacturing process have been identified. The cut return cap has become detached from the ceramic as reported. From our investigation we have been unable to determine the potential cause of the reported failure as the return cap was not returned for investigation. There was little evidence of glue on the ceramic which could indicate an insufficient amount of glue being applied during the manufacturing process however without being able to inspect the return cap for the presence of glue we cannot confirm this and based on the evidence available we are unable to attribute another cause of the defect. As part of the manufacturing process controls this product is 100% inspected for adhesive to be applied to the return cap. The blockage reported by the end user was also confirmed and can be attributed to procedural tissue at the distal end of the device. Based on a review of the product DHR, investigation findings & ra no corrective action is deemed necessary at this time. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on (B)(6) 2021, it was observed that the metal on the back of the tip on the vapr tripolar 90 suction electrode device peeled off when the surgeon was using the device for a while with the suction clogged up. The peeled off metal did not fall into the patient's body and was grabbed by forceps to be removed from the patient's body. It was confirmed by x-rays that no metal fragments were left in the body. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. The device was brand new and its first use when the issue occurred.